Manufacturer narrative:
Visual examination of the device showed the insertion section was damaged; the damage at this area was consistent with the device being dropped on or knocked against a hard surface. The issue found (no image) was likely caused by physical stress applied to the insertion section during user handling, causing the charge-coupled device (ccd) unit to be damaged. The damaged ccd likely caused the image issue. Functional testing of the device showed the bending angles for the up and down directions did not meet with specifications. Visual examination found the following issues: the insertion section had a missing/loose part; the control section was scratched; the hand grip was scratched; the universal cord protector was scratched and the image guide protector had a cut. A review of the device history record and historical complaints was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device instructions for use document was reviewed: this document contains several entries relevant to preventing and detecting the issue found. "Precautions: caution: turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Warning: follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system -inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, preparation and inspection, do not use the endoscope and solve the problem as described in section 5.2,troubleshooting guide. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4- returning the endoscope for repair. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3- withdrawal of the endoscope with an irregularity." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the bronchovideoscope had a distorted image during angulation. The reported issue was detected during customer maintenance. The device was returned to olympus for evaluation. During evaluation, the device relayed no image during angulation in the up direction. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No patient involvement reported.